Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that low blood glucose was experienced and her husband could not revive her. She indicated that emergency services were called and she went to the emergency room. The customer did not provide her blood glucose value. No further information was provided.